Manufacturer narrative:
Pivot block.

Event description:
It was reported by service report that the pivot blocks are broken. It is unk if there was pt involvement or if there are adverse consequences to report.